Event description:
It was reported that physician noted noise which he suspected was due to the right ventricular lead. During the revision procedure, the physician noted that the pulse generator's setscrew was pulled out and stripped; he believed the noise was coming from the device header and not the lead. The device was successfully explanted and replaced. The patient tolerated the procedure well and would continue to be monitored.

Manufacturer narrative:
Final analysis found that epoxy contamination on the ring contact spring which affected the connection between the device and the lead and likely contributed to the reported noise.